Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No prior service history. The reported issue was confirmed through visual inspection. The root cause of the issue was wear and tear. The downstream occlusion (dso) seal was replaced. A performance verification testing (pvt) was performed, and the device passed all test criteria. Software was updated and the device was reset to standard configuration.